Event description:
While retrieving the ivc filter, the physician was able to snare the filter. Upon snaring the filter, the physician tightened the clear touhy to lock the system in place. The blue and black sheath was then advanced over the filter. Resistance was felt at the end of the black sheath (feet hooked on the end of the black sheath). While mildly holding back tension on the snare catheter, the physician unlocked the connection between the black and blue sheath. While advancing the blue sheath, the white plastic "handle" at the end of the snare came off and slack developed in the system. This allowed for the snare to dome off the hook of the filter as the blue sheath advanced over the black sheath. The blue sheath essentially pushed the filter back into the ivc. The ivc filter became tangled in the resheathing process and due to this the filter did not fully redeploy. It looked as though the primary legs were either thrombosed on each other or tangled. Further unsuccessful attempt utilizing other snares were made. The filter eventually migrated to the heart setting in the right ventricle. Once in the heart the pt was sent via ambulance to a second facility where the filter was removed, the filter was in the pulmonary artery at this time. On (B)(6) 2013, info was received indicating the filter was removed successfully and the pt was doing well. Evaluation is based on the description and the received image as no product was received for investigation.

Manufacturer narrative:
(B)(4). Event evaluation: review of the returned image suggests that the distal end of filter legs are connected to each other. We are unable to determine the exact reason for the filter legs not to open correctly afterwards, but the filter may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions or thrombosis. Furthermore, the resistance which was felt at the end of the black sheath indicate that the filter legs was obstructed from fully collapsing. This also, most likely is due to e.g. Thrombosis. We are unable to determine the root cause for the pin vise separating. During the manufacturing process tightening of the pin vise must be inspected according to specifications. However, the pin vise may separate if the device is exposed to excessive force during filter retrieval. Under normal conditions the filter should not disconnect from the loop snare if the pin vise separates. The tightened screw on the clear y-fitting should be able to hold the loop and the filter inside the sheath. Twenty devices manufactured under this lot, and no other complaints have been received relating to same lot. The product is shipped with an IFU which states, that "excessive force should not be used to retrieve the filter." On (B)(4) 2013 a request for method of filter retrieval at second facility was requested, but not provided. Although no complaint device will be returned, the failure mode has been confirmed from the info and image supplied by the customer. Without return of the complaint device we are unable to determine with certainty what led to this failure mode. However, it is possible that the device was exposed to excessive forces during filter retrieval. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The quality engineering risk assessment (qera) was updated in response to this complaint. Per the conclusion of qera, risk mitigating action is not required at this time.